Event description:
The customer reported via phone call that he was transported to the hospital via ambulance due to having a heart attack. The customer stated that he had a blood glucose level around 30 mg/dl and the heart attack was due to insulin reaction. The customer was advised that the transmitter would be replaced and will not return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.